Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "iab rupture". Additional information states that the iab was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Event description:
It was reported "iab rupture". Additional information states that the iab was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4).